Event description:
The following has been reported: administration set with clogged secondary port was reported by fresenius kabi test engineering. An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Five administration sets with clogged secondary ports were found from lot 3007075. The secondary sets were inspected using a scienscope xt-2000 microscope. Out of the five sets inspected, three did not have a slit secondary port valve and two were partially slit. The partially slit valves do not appear to go the full depth of the valve and should be investigated further. This improper valve slitting is a manufacturing assembly error that explains the clogged secondary port.